Event description:
It was reported that this brady lead exhibited dislodgement shortly after the pacemaker implant operation. A re-operation was performed and removed the brady lead completely. No additional adverse patient effects were reported.